Manufacturer narrative:
The lens was inserted and removed. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the haptic was observed to have snapped off from the intraocular lens (iol). The issue was observed while the lens was in the eye. The lens was removed and replaced with a new iol. However, the detached haptic remains in the eye. No patient injury was reported. Further information was provided and reports that the haptic became loose during insertion of lens. As the lens was injected into eye, the haptic came out first into eye leaving the optic and other haptic still in the injector. The procedure was terminated, the lens removed; but the broken haptic was left in the eye. The haptic will be removed at later stage (date). No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/11/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger and pushrod were observed in advanced position. Visual inspection showed that the intraocular lens (iol) was stuck in the cartridge (loading zone) and overridden by the pushrod. Residue of viscoelastic material were observed in the cartridge. There were no assembly error, no visible gap, and no defect observed in the preloaded device related to the manufacturing process. The condition of the returned sample was consistent with a product that was handled and prepared for surgical process. As part of the visual inspection, the preloaded device was disassembled and the lens was observed without one haptic. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.